Event description:
It was reported that there was a problem with the patient programmer. The patient was unable to adjust stimulation. All lights stayed on the patient programmer. The patient had no return of symptoms. It was noted the patient had been seen the day before and the device was reprogrammed. The patient programmer was replaced. The patient continued to have problems with the system. Additional information received reported the reason for the event was unknown. The patient had an abscess at the site of the implant in the left gpi. The patient experienced a stroke as a result of the abscess. The lead was explanted. The patient recovered without sequela. It was noted that there was a "lack of left dbs prevents". With good use of the right dbs and medication the patient got right body dyskinesia on doses sufficient for right body movement if right dbs is left on. It had been turned off.

Manufacturer narrative:
(B) (4).